Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that; a revision surgery was planned to be performed on (B)(6) 2025 using the blueprint planning feature (case ID: (B)(6)). No further details are available.

Event description:
It was reported that, a revision surgery was planned to be performed on (B)(6) 2025 using the blueprint planning feature (case ID: (B)(4). No further details are available.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the reported event, not enough information was provided in the scope of this complaint to be able to determine which system is affected. Indeed, too many systems can be applicable. Therefore, no labelling review can be performed for this complaint. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.